Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, ultrasound connector was found to be damaged .device evaluation found no other device abnormalities. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrovideoscope had broken, screws fell out where water resistant cap was attached. The event was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following malfunction was found: probe was cut. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by the damaged ultrasound connector, but the cause of the occurrence is unknown. The event can be detected/prevented by following the instructions for use which state: "do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts inside the videoscope cable connector. Charged coupled device (ccd) damage may result. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks". Olympus will continue to monitor field performance for this device.